Manufacturer narrative:
Evaluation summary: the lens was not returned; it remains implanted. The iol product history records were reviewed and documentation indicates the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. A completed questionnaire was received. (B)(4).

Event description:
A doctor of ophthalmology reported that 2-3 days following an intraocular lens (iol) implant procedure, a patient developed macular edema. The cause of the symptom is unknown. The patient was treated with a steroid injection and non-steroidal anti-inflammatory drops. Additional information was requested and received.